Event description:
The user facility nurse reported that there was a safety issue with the terumo needle. The cover guard would not stay closed, or latch closed which increased the risk of a needle stick occurring. Additional information was received on 03 aug 2022: it was reported that the issue with the needle was that they couldn't get the safety sheath to stay closed after attempting to activate. Activation was against a hard surface. It was difficult during activation, they heard a click when it was activated, but when the needle was disposed in container, the needle was totally exposed, and had not stayed in the sheath guard. A needle stick did not occur and there were no staff injuries. No patients were affected in any way, as they received their injections as intended.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was not available for our evaluation. The root cause of the complaint could not be identified to be related to our product or production process. Lot history file and retention samples were unable to confirm since the lot of this complaint is unknown. Instead, simulation through manual sheath activation was conducted on the current lot samples. The needle is fully engaged under the lock (sheath tooth) and no irregularity during and after activation was encountered that may lead to the complaint. We have a series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Before shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. Only samples passed results are allowed to be shipped. Therefore, we advise to follow the instructions for use (IFU) for the proper usage of the sg2 needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).